Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: hw40999. Was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient experienced sepsis; a blood culture was positive for comamonas testosteroni, and the patient was treated with meropenem for two weeks. Approximately a month later, repeat blood cultures tested positive for enterococcus faecalis and six weeks of ampicillin and ceftriaxone was recommended. Based on the limited information available, including the onset of the infection event eight days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post ventricular assist device (vad) implant, the patient experienced sepsis. Blood culture was positive for comamonas testosteroni, and the patient was treated with meropenem for two weeks. Approximately a month later, repeat blood cultures tested positive for enterococcus faecalis and infectious disease recommended six weeks of ampicillin and ceftriaxone. The vad remains in use. No further patient complications have been reported as a result of this event.